Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with myocardial infarction. A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during second inflation at 8 atmospheres for 15 seconds, the balloon of the stent ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.